Manufacturer narrative:
Date event: event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s ins was depleted. When the caller asked the patient if the longevity was expected the patient indicated in depleted earlier than expected. The ins only lasted 2 years.